Event description:
As reported by patient registry, approximately 1 year and 6 months post implantation of a 29mm sapien 3 valve in the aortic position, the valve was explanted and replaced with a surgical valve. The reason for the explantation is unknown at this time.

Manufacturer narrative:
At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, despite multiple requests for information, the patient medical records have not been received for review. A supplemental report will be submitted when and if additional information becomes available. In this case, the reason for explanting the 29mm sapien 3 thv 1 year and 6 months post tavr remains unknown and the device is not available for evaluation. There is no indication or allegation that a product deficiency or device malfunction contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted due to medical records findings. Updated h6 codes: health effect - clinical code, device code(s), type of investigation and investigation findings. Per clinical review of second set of medical records, the cause of the explantation of the 29mm sapient 3 approximately 1 year and 6 months after implantation was due to late-stage endocarditis of both the bioprosthetic aortic valve and the mitral valve. Blood cultures were taken when the patient was admitted to the hospital and strep mutans bacteremia was discovered. This bacterium is generally found in the oral cavity and is a significant contributor to tooth decay. The 29mm sapien 3 was explanted on (B)(6) 2021 and replaced with a savr. A complaint will be captured for trending and will be disassociated as the late-stage endocarditis was not related to any edwards device malfunctions or any tvr related complications.